Event description:
Medtronic received a report that while pushing the axium coil, there was resistance in the middle part of the microcatheter. The physician ended up withdrawing the axium coil. There was no damage seen to the catheter or the axium coil. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating (acom) artery aneurysm with a max diameter of 6mm and a 2.3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Additional information was received that the coil did not come out of the introducer sheath smoothly. The catheter was not a medtronic product.

Manufacturer narrative:
H3: product analysis of fc-5-10-3d, ,lotno:b204330 found the axium prime pushwire broken distal to load indicator. The axium pushwire was bent at ~75.9cm, at ~89.8cm, and kinked at ~116.7cm from proximal end. The axium implant coil was damaged within introducer sheath. The implant coil was unable to be pushed out from introducer sheath for further analysis as it was found to be stuck. No other anomalies were observed. The axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The model and lot numbers for the unknown catheter used during the event were not provided; therefore, compatibili ty could not be assessed. The customer reported vessel tortuosity as moderate. Therefore, severe patient vessel tortuosity can be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.